Event description:
The customer reported that the system displayed a poor image on the monitor and there was an iris failure error code.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep adjusted the monitor brightness and contrast then adjusted the iris pot from 570 to 635 ohms. The system functioned as intended.